Event description:
It was reported that there was small r wave on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.